Event description:
It was reported that the patient had presented to the emergency room experiencing pocket stimulation. Device interrogation found the pulse generator to be operating in backup vvi mode. A software download successfully restored the device.